Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken on the left side frame where the bracket meets the horseshoe to the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld at the bracket between the upper, folding portion of the bed and the lower, base portion of the frame. It was on the left side at the end where the headspring would attach. During functional testing, the break caused the upper portion of the footspring to misalign with the lower portion when the foot section was raised. Serial # was updated to reflect the serial number of the foot section (g54), which had the malfunction. The original serial number reported was for the head section of the bed (g50).

Event description:
The frame is broken near a weld and when raising the head or foot pressure is placed on broken weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The frame is broken near a weld and when raising the head or foot pressure is placed on broken weld.